Manufacturer narrative:
No product will be returned. The photo provided by the customer shows that the vinyl tubing was separated from the drip chamber outlet port and fluid leaked. The root cause of this failure was not identified.

Event description:
The customer reported that during the blood transfusion, the user was troubleshooting air in the line beneath the drip chamber. The clinician flicked the air in the tubing and the set broke between the drip chamber and the tubing leaked and blood splattered to the rn¿s mouth. The infusion was stopped. No patient or nurse harm occurred, and no medical intervention was provided.

Manufacturer narrative:
Although requested, product has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during the blood transfusion, the user was troubleshooting air in the line beneath the drip chamber. The clinician flicked the air in the tubing and the set broke between the drip chamber and the tubing leaked and blood splattered to the rn¿s mouth. The infusion was stopped. No patient or nurse harm occurred, and no medical intervention was provided.